Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged an 087 alarm was emitted. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 26-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: during investigation, a hard call service (cs) 69 alarm was reproduced during the rewind step. The pump cover was opened and the printed circuit board was observed to be damaged. The pump history was unable to be downloaded due to damage to the printed circuit board. The cs69 failure is defined as a language file corruption while retrieving the language text. The language corruption issue causing the cs69 alarm was found to be due to a malfunction in the u39 flash chip, a component on the printed circuit board. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad. The returned battery cap was observed to be undamaged and able to properly secure to the pump.